Event description:
It was reported the patient was charging more than expected. The recharge interval was getting shorter. She always charged the implantable neurostimulator (ins) all the way and it took about 4 hours. Within the last 2-3 months, she felt the ins was getting very hot, with a burning sensation. It did not occur while recharging, but just when she was out in the world doing things and all of the sudden she would have a burning sensation. She did speak to the manufacturer representative about 9 months ago at an appointment, and the manufacturer representative stated it was normal based on use and settings. The patient had not had any reprogramming since. Since then, the recharge session was getting "even close and closer." She keeps the ins on the same setting and does not turn it off except to use her heart monitor. Additional information received reported the ins was warm and burning at the pocket site. This started occurring recently. There were no known falls/trauma. The manufacturer representative was to meet with the patient to troubleshoot. Current impedance measurements were normal. No position or activity noted, the burning was intermittent and could be once a week to a few times a week and could last for 3 hours. The patient would put ice on the implant location and it helped with the superficial burning but not the internal sensation. The area was red after ice applied. It is was not clear if it was red before ice and they will try turning the ins off when the burning happens again to see if that changes the sensation. The patient did not like to turn the stimulation off because then her legs did not move as well. She has seen the thermometer show on the recharger, but burning did not happen with it off. The sensation did not radiate from the pocket. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37742, serial# (B)(4), product type programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type extension. (B)(4).